Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level between 400-533 mg/dl. Reportedly, the customer experienced diabetic ketoacidosis and nausea. Bg cause was not known. Customer administered fast acting insulin and manual injections to address bg.